Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 07-feb-2026. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2026 13:49:39.000 and (twice) on (B)(6) 2026 13:49:51.000 according in the pump detailed trace file/error log file. As per r&d engineer (B)(4): pump error 63 (filenum/linenum=632/5932) was triggered in function processrfchipstuckcount(), file eventhandler.c since rf chip stuck counter value equal to 4 exceeded the limit rf_chip_max_stuck_count=3 - suspecting hw issue (rf-chip problem). In further review of the formatted history file 1 week prior surrounding the date of (B)(6) 2026, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2026 10:23:00.000. Lostsensor2alert (781) was found on: (B)(6) 2026 10:39:00.000. Sensorsignalnotfound (796) was found on: (B)(6) 2026 11:11:00.000. Sensorexpiredalert (794) was found on: (B)(6) 2026 16:00:25.000. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2026 during basal/prime deliveries. Low battery alert was found on: (B)(6) 2026 04:52:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. Unable to test for lost sensor alert, sensor signal not found, sensor expired alert, no delivery alarm/insulin flow blocked alarm and low battery alert due to critical pump error (open book image) alarm. Lost sensor alert, sensor signal not found, sensor expired alert, no delivery alarm/insulin flow blocked alarm and low battery alert were unknown. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Unable to perform the required testing and upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarm due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor and motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in sections below with this follow-up report.

Event description:
Updated summary: the blood glucose value at the time of reported event was 560 mg/dl. The customer experienced hyperglycemia. No further patient complications was reported.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a critical pump error. The event involved product(s) mmt-1884, mmt-242a, mmt-332a. Troubleshooting was performed for a critical pump error, and the customer found no damage to the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.